Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. The customer was unable to provide the amount of insulin the cartridge was filled with, however, tandem technical support identified that the air removal step had not been performed correctly during the load process. The customer's blood glucose level was 81 mg/dl. The customer loaded a new cartridge successfully.